Manufacturer narrative:
The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. Upon receipt of the product, the device information was updated accordingly. The actual attachment and cutter devices were returned for evaluation. Reliability engineering evaluated the attachment device and found that the cutter device was stuck in the mid-section due to corrosion in the locking component built up over time. This was due to normal wear over time. The cutter device was also evaluated and it was determined that the back end met specifications, but was not able to be identified due to the break in the cutter, which was below the laser marking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out attachment. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that an unknown burr device locked in the attachment device and the burr device was fractured. There were no delays to the planned surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.